Event description:
2011-(B)(6), additional information received - the author provided additional patient information for the boy with extreme dystonia whose catheter migrated extracranially down to the pump. See MFR report #: 3007566237-2011-09116.

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. At this time no additional information was available, additional information regarding the patient and event has been requested.

Event description:
Literature: albright al. Technique for insertion of intraventricular baclofen catheters. Journal of neurosurgery: pediatrics. 2011; 8(4):394-395. Doi: 10.3171/2011.7.peds11211. Summary: the authors describe a technique to implant intraventricular catheters for baclofen infusion. The authors report on thirty-one patients who underwent endoscopic placement of intraventricular catheters for intraventricular baclofen (ivb) from 2004 to 2010. The patients ranged in age from (B)(6) to (B)(6); there were (B)(6) females and (B)(6) males. The patients selected had anatomy that made implantation of intrathecal catheters difficult or inappropriate. Catheters were successfully inserted into the desired ventricular location in each patient; catheters remained in the desired location in 29 of 31 cases. Reportable event: the authors reported on one catheter that was used early in the series, and 1 of 3 without an anchor clasp, that migrated upward into the parenchyma; the child with this catheter did not develop symptoms of baclofen withdrawal. Due to the child's poor neurological condition, the parents elected not to have the catheter repositioned and he was treated with oral medications. The authors also reported on a boy with extreme dystonia (whose catheter was implanted with an anchor clasp). The catheter migrated extracranially down to the pump. His dystonia, which had been substantially improved, worsened, and his catheter was replaced intraventricularly.